Manufacturer narrative:
Event date was on (B)(6) 2022 (reported as the event was experienced "within this week"). The lot number was not reported, however, two possible lot numbers were stated: 60356543 and 60352096 the device was manufactured at one of the following manufacturing locations: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking; this was described by the reporter as they experienced ¿air bubbles in valve set¿. This issue was identified during an unspecified process step related to compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: potential lot number 60356543 was manufactured between 29mar2022 and 30mar2022. H4: potential lot number 60352096 was manufactured on 02mar2022. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.